Event description:
It was reported that the physician was performing a therapeutic procedure with stone extraction on a patient. The clinician caught a stone (approximately 1-1.5cm in size) in the device and attempted to crush it, but it did not crush, and the basket tip failed to drop off. After much manipulation the physician was able to free the stone from the basket and to remove the basket from the patient. The physician then obtained another device and successfully removed the stone from the patient. The complainant indicated that there were no adverse affects on the patient as a result of the reported malfunction.